Event description:
It was reported that the surgeon inserted an (B)(4) 11.5mm implantable collamer lens on (B)(6) 2011 and the lens would not expanded in the anterior chamber. The lens was removed immediately and replaced with another icl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: method - work order search. Results: visual inspection of the returned product showed the lens was returned dry and there was no visible damage observed. The lens dimensions were re-measured and found to be within the original design specifications. A work order search revealed there were no similar complaints found. Conclusion: based on the complaint history, work order search, product evaluation and lens inspection, it was determined that the most likely root cause of the event was a user or tech error (lens was too long outside the vial or was too long in cartridge). (B)(4).